Event description:
It was reported that pump displayed malfunction alarm with code and there were no notable events before malfunction occurred. There was no adverse impact to the customer's blood glucose level. Customer preformed pump reset and resumed insulin therapy.